Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 months following the implant of this transcatheter bioprosthetic valve, the patient was scheduled for a regular outpatient visit after transcatheter aortic valve replacement (tavr) surgery, but did not come to the hospital. The patient was admitted to another hospital for severe cerebral hemorrhage. Per the physician, it is unknown if there was a causal relationship between the cerebral hemorrhage and the device. No additional adverse patient effects were reported.